Manufacturer narrative:
Failure analysis found that the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin was dropped and the insulin pump broke at the bumper side. The customer's blood glucose was 197 mg/dl at the time of incident. The customer stated that the broken part of the insulin pump was detached. Troubleshooting did not occur. The customer had received a replacement pump.